Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, the distance between the tumor and anus was about 6~7cm. After the device fired, the tissue was cut but the staples were irregular. The surgeon used fistulization to complete the procedure and the patient lost his anus. Now the patient is in stable condition.

Manufacturer narrative:
(B)(4). Additional information received: who fired the device? -the surgeon. What is the users experience with the device? - experienced. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? -the firing trigger could not be compressed anymore. Were any of the forces higher or lower than expected (closing, firing, or opening)? -no. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? -unk. Were there two complete donuts? -yes. Were all tissue layers present in both donuts when inspected? -unk. What was the location of the staples? -unk. Was the instrument fired near an existing staple line or clip? -unk. What was the appearance of the staples? - the staples were irregular. What other stapling products were used during the procedure? -unk. Is the device available for return? -yes.

Manufacturer narrative:
(B)(4). The analysis results found that the ccs29 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.